Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to product advisory. The battery was at 34 percent , however due to patient condition the device was explanted. This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to product advisory. The battery was at 34 percent , however due to patient condition the device was explanted. This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. It was noted the device did not declare elective replacement indicator (eri) while implanted. Given the data stored within the memory of the device, calculations indicated that the actual rate of battery depletion fell within an acceptable range. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.